Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after consuming cinnamon rolls earlier in the day reported at 288 mg/dl and receiving correction doses, then treated the low blood glucose with oral glucose (orange juice) per coaching to use 15 g fast-acting carbohydrates and confirm with a fingerstick; a subsequent fingerstick measured 71 mg/dl and the glucose rose to 91 mg/dl by the end of the call, indicating a usage-related issue rather than a device malfunction and involving the user interface as the relevant component. Symptoms included confusion/disorientation and dizziness consistent with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.